Event description:
It was reported by service report that the foot end of the bed was drifting down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: failed nut in footend motor.